Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 22-sep-2017. The regional service center (rsc) service log review confirmed that the last service log events aligned with the reported complaint. A running on battery alarm occurred which is consistent with transport of the device and patient along with an automatic low calibration started message on 31-sep-2017. During the automatic low calibration the device switches from sampling patient inspired gas to sampling room air which can result in a different sound from the sample pump possibly consistent with the reported buzzing sound. During the automatic low calibration the device displays room air sampled values (typically 21% o2 and very low nitric oxide (no) and nitric dioxide (no2) values) which could be consistent with the user erroneously thinking the values "blanked out" and a misunderstanding of the device operation. The rsc service log investigation was unable to reproduce the reported complaint, and no device shutdown was experienced or recorded during the time of this alleged issue. The root cause for the oxygen desaturation is not able to be determined. The root cause for the reported issue of a blank display and noise concern is concept misunderstanding due to use error. Mallinckrodt product support followed up with the customer via a phone call and official letter to explain the concept misunderstanding. This condition will be tracked and trended under the company's quality system.

Event description:
On 31-aug-2017, a respiratory therapist (rt) from the united states called (B)(4) customer care to report a device issue with inomax dsir (B)(4). The reporter stated that the patient experienced an oxygen desaturation during the night shift on (B)(6) 2017. It was stated that while transporting the patient on 20ppm from the operating room post heart transplant, the dsir began to emit a loud buzzing noise and then the screen went "blank." No further description of the event was provided. The patient began to de-saturate from a baseline of the mid 90% range to 80%. The patient was promptly removed from the ventilator and manually ventilated with a manual resuscitator utilizing the inoblender at 20ppm. The patient quickly responded and the saturation returned to baseline. There was no change to the heart rate or blood pressure reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.